Manufacturer narrative:
Investigation summary: cell-dyn sapphire analyzer generating discrepant platelets results [optical platelet (plto) versus impedance platelet count (plti). The customer technical advocate (cta) instructed the customer in the procedure for flushing the flowcell, as the issue was not occurring on all samples. After the flush, the background for optical plt was 1.8 (spec. <6.0). After the second background the optical plt background was 0.88. Customer reran two pt samples. Sample #1 recovered at 265, sample #2 recovered at 342. The operator also ran an earlier sample that had not had any issue and the plto matched the original run. The analyzer was operating as expected. The customer agreed the issue was resolved by flushing the flowcell. Likely cause was a dirty flowcell. In 2007, the issue recurred. The customer checked syringes and then tried changing the diluent syringe but pic/poc error message still occurred. Service was requested. The customer also reported that qc was low for plti on all levels in the morning run. The field service rep (fsr) visited on the same day, checked for intermittent plto running low and found a shutter sticking and blocking the path of optical scatter for the 90o light. The shutter was cleaned and lubricated. The circuit board for that area was replaced as a precaution. The optics bench assembly was not replaced. The gains were adjusted and the instrument verified. The customer phoned again the next day, and reported the issue was not resolved by the troubleshooting recommended by fsr. The following day, the customer was sent a new syringe to replace the leaking syringe which was the issue one day prior. The problem was resolved. The cell-dyn sapphire system operator's manual (08h10-01, rev c) describes data flags as suspect parameter (such as * or + after results), suspect population flags ([s]) and numerical result flags (limit set flags). Such flags notify the operator that results for any or all parameters do not meet acceptance or cannot be displayed; and alert the operator to data conditions requiring further examination (page 3-40, 3-41, 3-55). Section 10 describes how to troubleshoot for data related problems on page 10-115 through 10-124). This includes analyzer fluid pathway diagrams. Table 10.12 on page 10-143, outlines probable sources, causes and corrective actions for imprecise optical plt/rbc data. Trending: review of complaint reports for the eight months in 2007, did not find any adverse trend for the complaint issue of discrepant plto. Labeling: the event is addressed in the cell-dyn sapphire system operator's manual, 08h10-01, rev. C-section 3: principles of operation: system initiated messages and data flags: p. 3-40, 3-41 dispersional data alerts: p. 3-55 section 10: troubleshooting and diagnostics: troubleshooting data-related problems: page 10-115 to 10-143 table 10-12: imprecise optical plt/rbc data pages 10-143, 10-144. Conclusion: the device involved in the issue was evaluated. Service discovered that a shutter in the optical bench assembly had malfunctioned. Service resolved that issue and the customer further resolved the issue by replacing a leaking syringe. Flags were generated to alert the user of possible suspect results. No impact to pt mgmt was reported. This is the final report.

Event description:
The customer states that they noticed that the optical platelet results were not matching the impedance results on the cell-dyn sapphire analyzer. The sample was repeated on the cd 3700 analyzer with different results obtained. One pt sample generated an plto of 5.19 k/ul result compared to plti result of 348 k/ul and a cd 3700 analyzer result of 342 k/ul. Results were not reported out of the lab. The cd sapphire did generate pic/poc delta flags to alert the user. Service was dispatched to the customer site to troubleshoot the issue.